Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 585 mg/dl. The customer was vomiting and had an upset stomach when admitted. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother did not have a tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.